Event description:
Near the end of a routine in center hemodialysis treatment, a venous pressure alarm occurred. The facility nurse determined that the cartridge circuit was clotted and discontinued the treatment without rinseback, resulting in a 220cc blood loss. No medical intervention was required.